Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) replaced tubing through specific pinch valves along with green-striped tubing connected to upper sheath restrictor. No further leaking was detected. The instrument was returned into service after completion of repairs. The failure mode of this event was failure of specific tubing. This specific failure mode, upon recur, has the potential to cause discrepant results. (B)(4).

Event description:
The customer reported a leak of approximately ten milliliters of blood and diluent at pinch valve twelve on the coulter lh 780 hematology analyzer. The leak was not contained within the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat, goggles and gloves. There was no exposure to healthcare worker's uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility.